Event description:
Same case as MDR ID: 2134265-2015-01002. It was reported that a burr became stuck on the wire. A rotawire and a 1.75mm rotalink¿ plus were selected to treat the moderately tortuous and severely calcified target lesion. During the procedure, ablation was performed with the rotalink¿ plus without issue. After ablation, the rotalink plus could not be removed separately as it was stuck on the rotawire. The devices were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and there were no issues were noted. A guidewire was returned running through the device. An attempt was made to remove the guidewire from the device but a resistance was encountered. The guidewire was removed from the advancer but the guidewire could not be removed from the catheter of the device. The burr was microscopically examined and there were no issues were noted with the annulus of the burr. The burr was within specification. Blood was observed to be running through the device including the catheter. Saline was ran through the device, there were no leaks in the sheath of the catheter. The device was dismantled and the ultem was melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer". (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01002. It was reported that a burr became stuck on the wire. A rotawire and a 1.75mm rotalink¿ plus were selected to treat the moderately tortuous and severely calcified target lesion. During the procedure, ablation was performed with the rotalink¿ plus without issue. After ablation, the rotalink plus could not be removed separately as it was stuck on the rotawire. The devices were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).